Event description:
The customer reported that the device would deliver a different energy than was selected during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device would deliver a different energy than was selected during a pt event. There was no negative pt impact. The device was evaluated by a philips field service engineer. The device passed all testing and no trouble was found. The device was returned to service. We are unable to determine the cause as the symptom was not duplicated.